Event description:
It was reported that a patient received a high drain 101 alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred after a peritoneal dialysis (pd) therapy session on the homechoice (hc) machine. The patient stated that they did not perform a bypass during therapy and did perform an off cycler exchange of 2500 ml. The patient planned to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. A review of the device logs verified the reported high drain volume alarm 101. An internal and external inspection was performed and no problems were revealed. The device passed functional and electrical testing. All pressures were correct and stable. A short simulated therapy was performed and completed successfully. No device failure or malfunction was identified during analysis that would have caused or contributed to the reported difficulty. The direct cause for the reported issue of iipv-adult (high drain volume 101) was undetermined. A review of the service history revealed previous device servicing did not cause or contribute to the difficulty. Should additional relevant information become available, a supplemental report will be submitted.